Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a procedure that the 3.2 trocar sleeve would not slide into the drill sleeve. There was a surgical delay of less than five (5) minutes. No fragments were generated. Another set of tfna instruments were used to complete the procedure. The procedure was completed successfully. Concomitant devices reported: 3.2mm wire guide sleeve (part number 03.037.018, lot unknown, quantity 1). This report involves one (1) blade/screw guide sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, d9 h3, h6: a product investigation was conducted. Visual inspection: the blade/screw guide sleeve (part #: 03.037.017, lot #: l974134) was returned and received at us cq. Upon visual inspection, the received guide sleeve was observed with scratches and missing the red alignment indicator epoxy. The missing epoxy was investigated under CAPA (B)(4) and does not require any additional investigation for this defect. No other issues were identified. The provided photographs were reviewed and no additional issues were observed. Functional test: the functional inspection was performed on the returned devices at cq. The 3.2mm wire guide sleeve (p/n: 03.037.018) was able to be assembled into the blade/screw guide sleeve (p/n: 03.037.017) with very high resistance. Dimensional inspection: internal diameter of the blade/screw guide sleeve (p/n: 03.037.017) was measured and found to be within specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: investigation conclusion: the complaint condition is confirmed, but a definitive root cause cannot be determined which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The device could have encountered unintentional forces leading to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. The missing epoxy was investigated under corrective and preventative action. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.017. Lot: l974134. Manufacturing site: bettlach. Release to warehouse date: 23.oct.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.